Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawers had failed, and the customer confirmed that the error message was required maintenance. The customer rebooted the device and attempted recovery; however, the issue persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 03-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the matrix drawers 6 and 7 were failed. A field service engineer (fse) was unable to manually open the drawers and removed drawer 6 from the cabinet for inspection. A syringe in drawer 7 was found protruding and causing a medication jam. The obstructing medication was removed by a pharmacy technician which resolved the issue and tested functionality. The system functioned as intended after the field service engineer troubleshot the issue.